Event description:
Customer reported power plug is broken. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power cord assembly. System operates as intended. This MDR is related to ge healthcare.